Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-ls device with a 7fr sheath and spider fx embolic protection device during treatment of a 40 mm severely calcified 90% stenotic lesion in the patient¿s left proximal superficial femoral artery (sfa) of diameter 6 mm. Severe tortuosity and calcification were reported. The IFU was followed during preparation, procedure and post procedure. The vessel was pre-dilated. It was reported that minimal resistance was felt during withdrawal. The white tip of the hawkone separated from the nosecone when being pulled back into the sheath. The nosecone did not separate at the hinge pins. The physician used a hawkone h1-m to finish the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: the white tip of the hawkone separated from the nosecone in vivo when being pulled back into the sheath, the tip of the catheter remained on the wire about 4cm from tip of sheath. The nosecone did not separate at the hinge pins. To recover tip a snare was inserted, after snaring the tip we were able to pull wire tip and snare into sheath. Once in the sheath we pulled spider wire and snare together and removed all items at the same time. There was no embolic event. The cutter was returned into the housing before being removed from the patient. Product analysis: the hawkone was returned for analysis. No cine images from the procedure were received. Cutter driver was connected; dried blood was noted on the cutter driver. Inspection of the distal assembly revealed biological debris throughout. Slight bend was noted from middle of distal assembly to end. Fracture was noted of the rotating distal tip from the distal housing at the distal flush window; distal tip was not returned for evaluation. Tecothane coating remained intact. Length of the distal housing was approximately 40.2cm. The proximal end of the guidewire lumen was pulled distally, zipper tearing was observed throughout housing. Laser drilled coils at the distal end of the housing were noted to be stretched and separated. Cutter was returned advanced into the distal housing approximately 2.3cm distal the cutter window. If information is provided in the future, a supplemental report will be issued.